Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.